Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received where one lead was explanted and replaced. Reportedly, effective therapy was established postoperatively. It is unknown which lead was explanted. Therefore, all the suspected leads are being reported accordingly.

Manufacturer narrative:
Report type has been changed from malfunction to serious injury. Additional information was received such aspatient weight and date of explant.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01519. It was reported patient experienced lead migration. Surgical intervention steps may be taken to resolve the issue.